Event description:
A lumbar I/f cage broke two years post-operatively. According to the complainant, the patient experienced a late infection and a non-union which may have contributed to the event. The cage was explanted in 2002. There were no other adverse consequences to the patient. The devices has not been returned for evaluation. No further action can be taken at this time.